Manufacturer narrative:
Gtin: (B)(4). Alleged failure: smoke detected from wall outlet. Probable root cause: too much heat ; transformer design; cart design; manufacturing nonconformity (tekna); use error . The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was smoke coming from the outlet that the stryker cart was plugged in to. The procedure was completed successfully with no medical intervention or adverse consequences.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4)

Event description:
It was reported that there was smoke coming from the outlet that the stryker cart was plugged in to. The procedure was completed successfully with no medical intervention or adverse consequences.